Event description:
Customer reported a low battery alert although they had just put in new battery. Customer was also reporting that the escape button was not working. Troubleshooting did not occur because the keypad was not responding. Customer's blood glucose was 160 mg/dl. Customer also stated that none of the keys are working on the keypad. Customer could not recall any significant events leading to the keypad issues. Customer is advised to replace their insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.